Manufacturer narrative:
This event is now being reported under 0001822565-2018-00487 in (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03666/03667/03668. (B)(4).

Event description:
It was reported three tibial articular surface provisionals were returned fractured via the worn instrument return program. No known patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time. No adverse events have been reported as a result of the malfunction.